Event description:
It was reported by the patients attorney that a gamma 3 nail and a femoral neck screw broke.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : legal case.